Manufacturer narrative:
(B)(4). Neuropace reviewed the patient device data, the ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2025, during a routine review of patient ecog data, unusual electrographic signal coupled with unmeasured/high impedances and a tilt alert were observed. These are indicative of a lead break of the left mesial temporal depth lead, secured with dog bone with lead protection. First evidence of a break was observed on the (B)(6) 2025 ecog. On (B)(6) 2025, the left lead was turned "off". On (B)(6) 2025, the lead was explanted and replaced.